Event description:
Star flex swl fiber optic handpiece was utilized to prepare tooth on 1/28/92. Unbeknownst to the patient or to the dental operating team, the handpiece malfunctioned, generating enough internal heat in the area of the handpiece turbine and the turbine cowling to inadvertantly produce a thermal burn on the surface of the cheek mucosa approximating tooth #29device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.